Event description:
Today dr (B)(6) mentioned that patient (B)(6) g-tube got infected and then had her generator explanted on (B)(6) 2025, (B)(6). The device was not saved. The infection was from the g tube and not the generator. (B)(6).

Manufacturer narrative:
Because of poor hygiene the patient's g tube got infected and cased a leak. The infection got into the generator pocket, so the device was removed. Dr (B)(6) said this was caused by poor hygiene of the g tube and not generator related. The explanted device was not saved. The plan is to implant a new generator on (B)(6) 2026.